Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 430 mg/dl at time of incident. Customer reports they did not feel okay to troubleshooting. Customer refused troubleshooting high blood glucose and stated that they were just fine. Customer did receive a sensor updating value not available alert. The sensor will be and the insulin pump will not be returned for analysis.